Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head failed functional uplink tests; rf head cable found out of electrical specification. Analysis also found the rf head failed electromagnetic field immunity functional test; lower case found out of electrical specification. The rf head lens was found cracked and the rf head label backing was missing. It is noted the rf head has internal corrosion. (B)(4).